Manufacturer narrative:
(B)(4)

Event description:
It was reported that "(B)(6) 2025, from the department of anesthesiology, (B)(6) hospital, the guidewire became kinked after being inserted into the vessel and could not be used further." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one guidewire for analysis. No signs of use in the form of biological material were observed on the guidewire. Visual analysis revealed the core wire had separated from the coil wire adjacent to the distal weld. Three bends were observed on the guidewire body. Microscopic examination confirmed the proximal weld was secure and intact. The bends were located 190 mm, 250 mm, and 285 mm from the proximal end of the guidewire. The overall guidewire length measured 600 mm, which is within the specification limits of 596 mm - 604 mm per the guidewire product drawing; therefore, no pieces of the core wire appear to be missing. The guidewire outer diameter measured 0.790 mm, which is within the specification limits of 0.788 mm - 0.826 mm per the guidewire product drawing. The guidewire was functionally tested per the product instructions for use (IFU) which instructs the user to "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The undamaged portion of the guidewire was advanced through a lab inventory arrow raulerson syringe (ars) with and without a lab inventory 18 ga introducer needle attached. The undamaged portion of the guidewire passed with no resistance. A manual tug test confirmed that the proximal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of a damaged guidewire was confirmed through investigation of the returned sample. Four bends were observed on the guidewire body. Microscopic examination confirmed the core wire had separated from the coil wire adjacent to the distal weld. Despite the damage, the guidewire passed all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Arrow guidewires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guidewire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that"(B)(6) 2025, from the department of anesthesiology, (B)(6) hospital, the guidewire became kinked after being inserted into the vessel and could not be used further." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".